Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impandance on the leads. The patient underwent a revision wherein the leads, splitters and anchors were explanted and replaced with a new pair of leads. The patient was doing well postoperatively. All explanted device components will be returned.

Manufacturer narrative:
Sc-2316-50 sn (B)(6). The returned lead was analyzed, and visual microscope and x-ray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes: the reported complaint has been confirmed. Visual microscope and x-ray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 20658131. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 18409868/19562259. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 20521853.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. All explanted device components will be returned.